Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# va0701l, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep reports the patient was using their system at high amplitudes (7v), and as a result, the battery depleted completely. An x-ray image during battery replacement surgery revealed the lead placement wasn't optimal so it was decided to replace the battery and lead. In post-op, the patient reported appropriate sensation at amplitudes below 2v. No environmental/external/patient factors that may have led or contributed to the issue are known. The issue was resolved at the time of this report. No further patient complications have been reported as a result of this event.